Event description:
It was reported that during a bunion repair, the surgeon converted to an open procedure in order to complete the case. According to the reporter, the surgeon had difficulty with two implants; same lot. The anchor from the first implant broke on insertion approximately one to two threads prior to being flush with the second metatarsal (retrieved). On the second attempt to implant another anchor, the surgeon felt tension on the implant and was afraid it would break. The surgeon decided to back out the anchor. Subsequently, the sutures let go and the driver came loose from the implant. The surgeon was unable to reload the driver due to the obstruction of the sutures. The surgeon converted to an open procedure, retrieved the implant and used a competitor¿s implant to complete the case. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient's demographics (date of birth and weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the devices were received and an evaluation was conducted. The complaint was confirmed. The condition in which the first explanted device was received was with the distal tip of the driver broken-off and the proximal end of the anchor was damaged. No sutures were attached or returned. The condition in which the second explanted device was received was with the sutures and anchor detached from the driver. Evaluation of the returned devices revealed all affected dimensions were found to be acceptable. Device history record revealed nothing relevant to this event.based on the information provided and device evaluation; the most likely causes of the first implant breaking and the tension on the second implant is improper bone preparation, not inserting the implant co-axial to the bone tunnel and/or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The evaluation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.